Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information: device received for evaluation. Device evaluation pending.

Event description:
The needle was taken out by needle holder via 12mm port. The needle came as was not broken at all. Because the full needle was easily located and retrieved there was no need for the x-ray and they didn¿t opt for it.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a roux-en-y gastric bypass procedure, the surgeon was using the device with the reloads to suture the stomach pouch to the small intestine. The scrub tech loaded the needle but was not able to toggle the device. The needle fell into the patient cavity. They used another reload with a new device to complete the procedure. The surgery time was only extended by 15 minutes.